Manufacturer narrative:
Investigation results: the product was not available for investigation. The information and data forwarded by customer was sent to r&d software solutions department for further investigations. The device history records have been checked for the available lot number(s) and found to be according to the specification, valid at the time of production. There are no similar complaints against the same lot number. Root cause analysis: on the available information it was not possible to identify a final root cause. The problem is likely to be software-design related. The applied software version tka 5.1 shows a lower precision of the algorithm by using a too restrictive threshold than the current software version tka 6.0. In addition the applied software version tka 5.0 shows that the used dimension was the height from posterior condyles to the end of the hood of the implant instead of the height at the level of the distal cut from posterior condyles to the slot of the anterior cut tka 6.0. Risk analysis: the risk was evaluated based on the applicable product risk analysis. With the result that the severity for a potential harm to patients, users and third parties is defined as "occasionally" (3/5). There is a risk of a potential delay in surgery. However there was no damage to patient, user and third parties reported since the surgeon has still the possibility to continue the surgery with traditional non navigated techniques. CAPA: a CAPA is not necessary since this case is limited to one occurrence. A systematic problem can be excluded because the affected software version tka 5.1 was only produced between november 2019 and june 2020. Today an improved software version tka 6.0 is already available. The affected software version tka 5.1 is not marketed anymore.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with orthopilot basis. It was reported that there was a larger discrepancy of about 3 mm regarding the ventral cortex. The measurements definitely differ from the old method, according to observations of 3-4 mm. Systematic notching danger exists while the old orthopilot always indicated 1 mm safety distance as 0. It was noted that the surgeon had extensive prior experience with the product. There was no patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / (B)(4). Involved components: fs238 (orthopilot software tka version (B)(4) batch- unknown.